Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. After the procedure the patient developed a 1.4cm pericardial effusion. A pericardiocentesis was performed. The patient was stable and was discharged home.